Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair surgery in 2011 and mesh x 2 was implanted. It was reported that the patient experienced tugging and pulling in his abdomen which increased and became worse with more symptoms developing over time. He also developed pain and an ache in his testicle which increased significantly over time. In 2017 some of the mesh on the right side was removed by dr. (B)(6). Not all of the mesh was able to be removed because of the danger to the deep vital structure, including but not limited to, the bladder and femoral artery, reflecting the intense fibrosis of the mesh. He still has the mesh in the left side which has not yet been removed. He has symptoms of numbness due to nerve damage and pain in other areas, such as his testes, and he will have the mesh removed also. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient underwent an abdominal hernia repair surgery on (B)(4) 2011 and mesh2x were implanted.

Manufacturer narrative:
Date sent to the FDA: 8/22/2019 . Additional narrative: it was reported that the patient underwent removal of one mesh, revision surgery and right inguinal hernia repair surgery, excision of a spermatic cord lesion and nerve decompression on (B)(6) 2017 during which the surgeon noted ¿the procedure took hours to complete and not all of the mesh was able to be removed.